Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿missing high and low¿ glucose alarm issue with the adc device and as a result, the customer experienced fatigue and aching legs. The customer was provided with glucagon, apple compote, and water with peach syrup as a treatment by a non-hcp. No further information was reported. There was no report of death or permanent injury associated with this event.